Event description:
It was found that backrest would not hold weight due to the legs/base frame seat section assembly being broken/damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.